Manufacturer narrative:
Investigation revealed that there was no system malfunction. A work order was fulfilled to send a field service engineer (fse) to inspect the camera. The fse cleared the camera bump warning and a system function test along with an aak accuracy test was performed. The gps unit passed all tests and was left fully functional. When the camera is bumped, you can lose navigational integrity - therefore it is recommended to halt use of the camera until it can be fixed or replaced. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware error.